Event description:
The customer reported that the syringe burst during the injection of rocephin. The medication leaked out of the syringe. No information was received regarding any type of serious injury as a result of this product malfunction.